Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that blood glucose levels rose to 600 mg/dl while wearing the pod between 4 and 24 hours on the arm. The patient reported that upon pod removal, the cannula was reported to be clogged and bent. Swelling and bruising at the pod site were also reported. As treatment, the pod was removed and replaced.